Manufacturer narrative:
(B)(4). The discrepant result was reported outside the laboratory. The results from the patient's second sample were 3.270 and 3.170. The two samples were returned for investigation. The investigation results were comparable to the customer's results for both samples on the roche analyzer and a siemens analyzer. Further clarification was not possible with the available information and measured results.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been provided. Date received by manufacturer, should have been (B)(6) 2014. Roche diagnostics understands that with this updated information, the initial medical device report was submitted outside of the required 30 day timeframe as defined in 21 cfr 803.

Event description:
The customer alleged they received questionable thyrotropin (tsh) results for one patient on their e601 analyzer. The units of measure were requested but not provided. The patient's initial tsh result was 6.98. On (B)(6) 2014, the patient had a new sample tested and the tsh result was 3.27. On (B)(6) 2014, the customer decided to repeat the initial sample. The repeat tsh results were 5.22 and 5.27. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The tsh reagent lot number was 175157. The expiration date was requested but not provided.